Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was being used for the purposes of administering medication for an advanced stage of parkinson's disease. According to the complainant, post procedure, on (B)(6) 2010 the intestinal tube was impossible to rinse. Duodopa was connected to the gastric-port with an ok efficiency. Additional information received stated a new boston scientific intestinal j-tube was placed on (B)(6) 2010.

Manufacturer narrative:
The exact age of the patient, at the time of this event, (B)(6); (B)(4).

Manufacturer narrative:
It is unknown whether the product has been reprocessed or resterilized. The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was being used for the purposes of administering medication for an advanced stage of parkinson's disease. According to the complainant, post procedure, on (B)(6), 2010 the intestinal tube was impossible to rinse. Duodopa was connected to the gastric-port with an ok efficiency . Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.